Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent batch # m91471. The handpiece was received with the 4-40 stud broken. In addition, the device was received with the coating material of the housing flaking off. The loose particles on the surface are aluminum oxide from the base material. No functional testing could be performed due to the device returned condition. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. Possible causes that may have contributed to this are dropping of the instrument, cross threading of blade or shear, side loading with blade attached, over torquing or plastic torque wrench not used. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It has been reported that the hp054 handpiece does not work. The contact was not able to give more information but ensure that the handpiece was not usable even though it did not reach its utilizations limit. No harm to the patient.